Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing using the customer's battery which included defib cycling, functional testing, and bench handling without duplicating the customer's report. An internal inspection found no discrepancies. The battery passed reconditioning in the charger. The battery will be replaced as a pre-caution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down during in flight care. The clinician manually powered on the device and resumed monitoring the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.